Event description:
Terumo medical corporation received the following reported information: while the wire was being used in the procedure, the tip of the wire broke roughly 10cm from the distal tip. The physician said that he was in a heavily calcified vessel and was torquing the wire before it broke. A new wire was opened and the case was completed. No patient impact was reported. There was no blood loss. Additional information was received on 09feb2026: there was a fragment left in the patient's body. The fragments were left in the vessel as the patient will need bypass and the artery the tip broke off in is completely occluded.

Manufacturer narrative:
This report is being sent as follow up #1 to correct sections f11 and f13 as they were incorrect in the initial report.